Manufacturer narrative:
Shin et al in the journal for vascular surgery; limitations of the outback ltd re-entry device in femoropopliteal chronic total occlusions, doi: 10.1016/j.jvs.2010.10.27; report that during a retrospective review of patients with femoropopliteal cto from (B)(6) 2006 to (B)(6) 2009, the outback catheter created an arteriovenous fistula. No intervention was performed and no adverse sequelae resulted from this complication. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Article information: shin, susanna h et al. 2011. "Limitations of the outback ltd re-entry device in femoropopliteal chronic total occlusions." Journal of vascular surgery. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
Shin et al in the journal for vascular surgery; limitations of the outback ltd re-entry device in femoropopliteal chronic total occlusions, doi: 10.1016/j.jvs.2010.10.27; report that during a retrospective review of patients with femoropopliteal cto from (B)(6) 2006 to (B)(6) 2009, the outback catheter created an arteriovenous fistula. No intervention was performed and no adverse sequelae resulted from this complication